Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin.

Event description:
The consumer reported that the connector pin on their desktop charger had broken off. The patient was in a little bit of pain because their implantable neurostimulator (ins) needed to be recharged. The patient was sent a replacement desktop charger. There was no patient harm reported. The patient was indicated for non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.